Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative could not duplicate the reported problem. The service representative reloaded the software. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system displayed x-ray switch and footswitch error messages, and the software needs to be re-loaded. No patient injury was reported.